Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), pelvic adhesions ("pelvic adhesions involving her sidewall and colon") and abdominal adhesions ("pelvic adhesions involving her sidewall and colon") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic adhesions (seriousness criteria medically significant and intervention required), abdominal adhesions (seriousness criteria medically significant and intervention required) with nausea and vomiting, rash ("abdominal skin rash") and vaginal discharge ("abnormal vaginal discharge"). The patient was treated with surgery (bilateral salpingectomy with lysis of adhesions on (B)(6) 2012). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, pelvic adhesions, abdominal adhesions, rash and vaginal discharge outcome was unknown. The reporter considered abdominal adhesions, pelvic adhesions, pelvic pain, rash and vaginal discharge to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("she had the device removed but she still has a piece inside of her that is visible on a CT scan"), pelvic pain ("pelvic pain/ intense pelvic pain"), pelvic adhesions ("pelvic adhesions involving her sidewall and colon"), menstrual disorder ("unusual periods"), post procedural infection ("post operative infection") and abdominal adhesions ("pelvic adhesions involving her sidewall and colon") in a 32-year-old female patient who had essure (batch no. 948832) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not under go essure conformation test.". The patient's medical history included chronic pain, migraine, joint pain, back pain, c-section, uterine dilation and curettage and nephrectomy. Hemoglobin was stable at 8. Positive antinuclear antibody and anti cardiolipins. Previously administered products included for heavy menses: mirena from 2008 to 2009. Concomitant products included alprazolam (xanax) for anxiety, butalbital;caffeine;paracetamol (fioricet) for migraine and ondansetron (zofran) for nausea. In (B)(6) 2012, the patient experienced post procedural infection (seriousness criteria medically significant and intervention required), rash generalised ("abdominal skin rash/post op complication rash/ full body rash") and abdominal pain lower ("cramping"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 13 days after insertion of essure. In 2012, the patient experienced pelvic adhesions (seriousness criteria medically significant and intervention required), abdominal adhesions (seriousness criteria medically significant and intervention required) with nausea and vomiting and vaginal discharge ("abnormal vaginal discharge/vaginal secretions/post op complication secreations"). In (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse"). In (B)(6) 2012, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), procedural pain ("post operative pain"), mental disorder ("aggravated any psychiatric and/or psychological"), complication of device removal ("she had the device removed but she still has a piece inside of her that is visible on a CT scan") and allergy to metals ("states the nature of her allergy was nickel because she has always had issues with fake nickel jewelry as a kid"). The patient was treated with antibiotics and surgery (bilateral salpingectomy with lysis of adhesions ,hysterectomy, hysterectomy, salpingectomy and uterine ablation, dilation, curettage). Essure was removed on (B)(6) 2012. At the time of the report, the device breakage, pelvic adhesions, post procedural infection, procedural pain, abdominal adhesions, mental disorder, complication of device removal and allergy to metals outcome was unknown, the pelvic pain and rash generalised had resolved, the menstrual disorder and abdominal pain lower was resolving and the vaginal discharge and dyspareunia had not resolved. The reporter considered abdominal adhesions, abdominal pain lower, allergy to metals, complication of device removal, device breakage, dyspareunia, menstrual disorder, mental disorder, pelvic adhesions, pelvic pain, post procedural infection, procedural pain, rash generalised and vaginal discharge to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Other relevant history updated. Outcome of events vaginal discharge and dyspareunia was updated to "not recovered/not resolved" and outcome of event cramping, unusual periods was added as recovering/resolving. Event outcome of pelvic pain updated as recovered resolved. Event states the nature of her allergy was nickel because she has always had issues with fake nickel jewelry as a kid was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ intense pelvic pain"), pelvic adhesions ("pelvic adhesions involving her sidewall and colon"), menstrual disorder ("unusual periods"), post procedural infection ("post operative infection"), device breakage ("she had the device removed but she still has a piece inside of her that is visible on a CT scan") and abdominal adhesions ("pelvic adhesions involving her sidewall and colon") in a 32-year-old female patient who had essure (batch no. 948832) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not under go essure conformation test.". The patient's previously administered products included for heavy menses: mirena from 2008 to 2009. Concomitant products included alprazolam (xanax) for anxiety, axotal (fioricet) for migraine and ondansetron (zofran) for nausea. On (B)(6)2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic adhesions (seriousness criteria medically significant and intervention required), abdominal adhesions (seriousness criteria medically significant and intervention required) with nausea and vomiting, vaginal discharge ("abnormal vaginal discharge/vaginal secretions/post op complication secretions") and rash generalised ("abdominal skin rash/post op complication rash/ full body rash"). On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), post procedural infection (seriousness criteria medically significant and intervention required), procedural pain ("post operative pain"), device breakage (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), abdominal pain lower ("cramping"), mental disorder ("aggravated any psychiatric and/or psychological") and complication of device removal ("she had the device removed but she still has a piece inside of her that is visible on a CT scan"). The patient was treated with antibiotics, surgery (bilateral salpingectomy with lysis of adhesions ,hysterectomy), surgery (uterine ablation, dilation, curettage), surgery (salpingectomy) and surgery (hysterectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, pelvic adhesions, menstrual disorder, post procedural infection, procedural pain, device breakage, abdominal adhesions, dyspareunia, abdominal pain lower, mental disorder and complication of device removal outcome was unknown and the vaginal discharge and rash generalised had resolved. The reporter considered abdominal adhesions, abdominal pain lower, complication of device removal, device breakage, dyspareunia, menstrual disorder, mental disorder, pelvic adhesions, pelvic pain, post procedural infection, procedural pain, rash generalised and vaginal discharge to be related to essure. Diagnostic results: hemoglobin was stable at 8. Positive antinuclear antibody and anti cardiolipins. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ intense pelvic pain"), pelvic adhesions ("pelvic adhesions involving her sidewall and colon"), menstrual disorder ("unusual periods"), post procedural infection ("post operative pain"), device breakage ("she had the device removed but she still has a piece inside of her that is visible on a CT scan") and abdominal adhesions ("pelvic adhesions involving her sidewall and colon") in a 32-year-old female patient who had essure (batch no. 948832) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not under go essure conformation test.". The patient's previously administered products included for heavy menses: mirena from 2008 to 2009. Concomitant products included alprazolam (xanax) for anxiety, axotal (fioricet) for migraine and ondansetron (zofran) for nausea. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic adhesions (seriousness criteria medically significant and intervention required), abdominal adhesions (seriousness criteria medically significant and intervention required) with nausea and vomiting, vaginal discharge ("abnormal vaginal discharge/vaginal secretions/post op complication secreations") and rash generalised ("abdominal skin rash/post op complicationrash/ full body rash"). On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), post procedural infection (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), abdominal pain lower ("cramping"), procedural pain ("post operative pain"), mental disorder ("aggravated any psychiatric and/or psychological") and complication of device removal ("she had the device removed but she still has a piece inside of her that is visible on a CT scan"). The patient was treated with antibiotics, surgery (bilateral salpingectomy with lysis of adhesions ,hysterectomy), surgery (uterine ablation, dialation, curettage), surgery (salpingectomy) and surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pelvic adhesions, menstrual disorder, post procedural infection, device breakage, abdominal adhesions, dyspareunia, abdominal pain lower, procedural pain, mental disorder and complication of device removal outcome was unknown and the vaginal discharge and rash generalised had resolved. The reporter considered abdominal adhesions, abdominal pain lower, complication of device removal, device breakage, dyspareunia, menstrual disorder, mental disorder, pelvic adhesions, pelvic pain, post procedural infection, procedural pain, rash generalised and vaginal discharge to be related to essure. Diagnostic results: hemoglobin was stable at 8. Positive antinuclear antibody and anti cardiolipins. Most recent follow-up information incorporated above includes: on 27-jun-2018: plaintiff fact sheet and medical records received: reporters details added. Event added as patient did not under go essure conformation test, device breakage, psychiatric and/or psychological disorder, she had the device removed but she still has a piece inside of her that is visible on a CT scan, pain, painful intercourse, unusual periods and cramping. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.